Manufacturer narrative:
Patient information unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that the pedicle probe was deformed, but could be verified. Another probe was used to complete the procedure. There was no delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
Additional information. Ime and imf codes have been added. The probe was returned and analyzed. The returned probe had a bent tip but otherwise, with markers attached, the probe returned good geometry and divot errors. (B)(4). If information is provided in the future, a supplemental report will be issued.